Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unk). Reference medwatch report with (B) (4) for the suspect device used in system 1.

Event description:
Customer reportedly received result of 103 mg/dl on advantage system 1 and 270 mg/dl on advantage system 2 within 10 minutes. Customer states the test strips may have been left in the car. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips had been discarded; replacement was sent.